Event description:
The pt has reportedly experienced ongoing static, distortion, and sound quality issues during use of the device. Programing changes were made and external equipment was exchanged; however, the issue was not resolved. Device revision surgery has been scheduled.